Event description:
Prodisc-l implanted on an unknown date at l5-s1. At 3-6 week postoperative film revealed collapse of the vertebral body and posterior subsidence of the superior endplate at l5. Surgeon does not plan to remove or revise the implant. Patient had gastric bypass surgery in 2005 and a dexa score was not completed prior to surgery.

Manufacturer narrative:
Reported implant date noted as 2008. Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.